Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer reset the pump to clear the alarm. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.